Event description:
It was reported that the patient reported a decrease in hearing performance with her vorp. A revision surgery was conducted. During the revision surgery electrophysiological monitoring of the vorp stimulation was performed, but responses were not always available. In a cautions approach for the patient's wellness, the surgeon decided to re-implant with a new vorp. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.